Manufacturer narrative:
The device has been received by olympus for evaluation however; testing is currently in progress. Upon completion of the device evaluation, a summary of the findings will be provided in a supplemental report.

Event description:
The user facility reports that the device showed a error code b30 when using with multiple scopes. There was no patient harm / involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The unit was returned to the service center for evaluation. The customer¿s complaint of an "error code b30" was confirmed due to a worn out video connector latch causing intermittent image. The unit is equipped with new type switch and software version 3.10 installed. The unit housing had normal wear on. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the unit was delivered to the customer on november 29, 2018. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. The legal manufacturer reported that the most probably cause for the reported event is the following: since there was no communication from facility afterwards, it is presumed that a problem occurred due to temporary attachment of foreign matter such as water or dust to the electric contact of the video connector receiver. An unstable electrical contact could affect the communication between the scope and the video controller, resulting in the occurrence of b30. <solution>wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. If the error message appears again, contact olympus.